Event description:
Info was received in mar 2004 from a pt who experienced arthritis. Pt began treatment with synvisc in 2004. The pt received one synvisc injection in the right knee in 2004. During the 45 days following the injection the pt experienced arthritis. The pt's medical history and indication for synvisc is unk. Additional info was received in apr-2004 from the pt. Pt experienced arthritis, which involved a "chemical arthritis of the right knee with an incapacity during a month and a half and very important laboratory disorder" (details not provided). At the time of this report, the pt's outcome was unk. Additional info was received in april, 2004 from the pt's physician. The physician reported that the pt experienced "chemical arthritis with severe inflammatory syndrome (not septic)." The pt received one injection of synvisc in the right knee in 2004. Two days later the pt experienced a "big knee." The next day, the physician performed a puncture with purulent liquid (protein 49 g/l, leukocytes 54,924/mm^3, polynuclear neutrophil leukocytes 98%), bacterial and mycology (24 and 48 hours) cultures were sterile. The pt was treated with celebrex, 2 tablets a day for 4 weeks and diprosone. The physician reproted the intensity of the event as severe. Blood tests the next day revealed hemoglobin 115 g/l, leukocytes 11.4 g/l (neutrophils 75.2%), sedimentation rate 70 mm/first hour, evolution to thrombocytosis >1000 g/l and c-reactive protein 116 mg/l. The synvisc was stopped. At the time of this report, the pt had recovered. The physician assessed the relationship of synvisc to the event as probable. Additional info was received about two weeks later from the physician. The physician reported that the pt is with a history of gonarthrosis of the right knee. The pt experienced the adverse event about three and half months earlier which resolved in feb. 2004 without sequelae. In jan. 2004, lab tests revealed leukocytes 9,200/mm^3, polynuclear neutrophil leukocytes 75.6%, sedimentation rate 86mm/first hour and 100mm/second hour, and c-reactive protein 100 mg/l. Three days later lab tests revealed leukocytes 7,900/mm^3, polynuclear neutrophil leukocytes 70.3%, sedimentation rate 80mm/first hour and 100mm/second hour, and c-reactive protein 50 mg/l. Four days later, lab tests revealed leukocytes 8,500/mm^3, polynuclear neutrophil leukocytes 67%, sedimentation rate 72mm/first hour and 92mm/second hour, and c-reactive protein 18 mg/l. The pt was treated with celebrex 200 mg 2 times a day, and ongoing, lovenox 20 mg once daily, rifadine 300 mg 4 times a day and oflocet 200mg 2 times a day. The physician assessed the case as serious and probably related to synvisc and the thrombocytosis is linked to the severe inflammatory syndrome. Additional info was received in april 2004, from the physician. The physician clarified that the pt received a diprostene intra-articular injection (not diprosone as previously reported) and celebrex orally. The therapy with antibiotics rifadine and oflocet was started prophylactically. No update was received regarding bacterial and mycology cultures. The review of synvisc product did not indicate trends that could be associated to any product complaints.